Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this implantable pacemaker called technical services to report that their pacemaker was failing. Subsequently, this device was explanted due to premature battery depletion. Following the explant, the patient called again to report he had swelling down his arm and that his incision site was swollen, red, and sore. He stated that his physician told him he might lose his hand or arm due to this. The field representative consulted with the lab director at the clinic who explained that a potential hematoma had been identified at the initial wound check but that, at a follow-up visit, the hematoma was resolving and there was no sign of infection. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker called technical services to report that their pacemaker was failing. Subsequently, this device was explanted due to premature battery depletion. Following the explant, the patient called again to report he had swelling down his arm and that his incision site was swollen, red, and sore. He stated that his physician told him he might lose his hand or arm due to this. The field representative consulted with the lab director at the clinic who explained that a potential hematoma had been identified at the initial wound check but that, at a follow-up visit, the hematoma was resolving and there was no sign of infection. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. This report is being filed to indicate that code 3191 was used to capture surgical intervention.